Event description:
As reported, the first device anchor was explanted from the tissue track prior to the second device being inserted and deployed the device manta was removed over the wire and the suture was cut, once explanted a second device was inserted and deployed successfully.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure whereas a 26mm valve was delivered using a 14f procedural sheath, an 18f manta was deployed for closure in the right common femoral artery. The manta size selection guide for procedures using tavr sheaths recommends a 14f manta device for use with an 26mm valve. The arteriotomy was 10.0mm x 11mm, with a depth measurement of 5cm. A mid femoral head positioned access was gained utilizing micropuncture and ultrasound guidance. No issues were encountered advancing and withdrawing the procedural sheaths. Following deployment, the manta was seen in the tissue tract. The first manta was removed off the guidewire, suture was cut, and the manta anchor was explanted from the tissue tract. A second manta device was opened and deployed, successfully achieving immediate hemostasis. There are many potential causes for a tract deployment however, it is inconclusive for this event due to insufficient information. The IFU indicates potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.